Event description:
Related to MFR report# 2183959-2012-00116, on or about (B)(6) 2008 the pt was implanted with an ams monarc sling with the intention of treating stress urinary incontinence. It was reported that "after, and as a result," the pt, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and other injuries. On (B)(6) 2009 and (B)(6) 2010 "the pt underwent add'l surgery and has sustained "permanent injury." It was also reported that the pt suffered "injuries including mesh erosion, hardening, chronic pain, and worsening dyspareunia, and recurrent incontinence leading to the need for dangerous and serious vaginal surgery."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.